Event description:
It was reported that the cadd legacy pump emitted double beep sound. The reported event occurred during testing.

Manufacturer narrative:
Other, other text: additional information: h6, h10. Device evaluation: one smiths medical cadd legacy pump was returned for analysis. During analysis, the customer's reported problem was unable to be repeated. Visually inspected the pump's event history log and showed "high pressure, power down pump turned on" messages. Signs of fluid ingressions were found on pump by chassis base of the downstream occlusion sensor. The "double beep no cassette" issue possibly was caused by fluid ingressions. Service recommended downstream occlusion sensor to be replaced to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.